Event description:
There were persistant "leak" and "check circuit" alarms from the pump. The 6 foot extender tubing was changed and the alarms went away. The tubing ws not returned to co for evaluation. The tubing was discarded by the facility. Event complications: unk - reported 11/26/96. Pt's current status: unk - rpt'd 11/26/96.